Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the device prematurely deployed within the artery. Another starclose se was used to achieve hemostasis. No adverse pt sequela was reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that the clip prematurely activated when the deployment of the thumb advancer was initiated. After removal from the anatomy, the clip was not located and it was thought that it may have "clipped prior to the artery". Manual compression was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation the returned device found the device partially deployed through the deployment of the thumb advancer with the vessel locator wings collapsed. The plunger was in the proximal position which releases the locator wings. The exchange sheath was completely slit and undamaged. The pusher fingers were not visible at the distal end of the tube set indicating the clip had not been deployed. Internal inspection revealed the components were in the corresponding positions to the external components and were undamaged. The catch and pusher block were found in a pre-deployed position and the clip had not been deployed. During testing, the plunger was engaged and the vessel locator wings opened and remained opened until collapsed using the safety release button. The test results indicated that deployment of the vessel locator wings was not a contributing factor in the event. Based on the evaluation, the reported premature deployment could not be confirmed. The device does not match the complaint. There was no manufacturing or quality inspection issue detected. A review of the device history record for this lot did not produce any findings relevant to this report. .